Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a pump head was wobbling and made a strange noise during priming. There was no patient involvement. The complaint sample was available for product investigation.